Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: (B)(4), lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported the implantable pulse generator (ipg) was left in the pocket during the replacement procedure due to pocket migration. The ipg was explanted at a later date by a surgeon. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.